Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data confirms intermittent out of range/antenna icon as evidenced by gaps in transmission for session started (B)(6) 2013. Product return received for transmitter and receiver. Product investigation for transmitter concluded a defective transmitter. Product investigation for receiver concluded there was no defect found.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The complaint of intermittent out of range was confirmed. The root cause was determined to be a defective transmitter. CAPA has been initiated for this issue.